Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg was inoperable as the patient had not charged the ipg in several weeks. In turn, surgical intervention was undertaken to explant the ipg. Explant date is unknown at this time.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced. Stimulation was restored following the procedure. In addition, the patient discontinued charging the ipg due to being in the intensive care unit.

Event description:
Follow-up identified the reason for the patient being in intensive care unit (which resulted in lack of charging) was unrelated to the ipg.